Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing diaphragmatic stimulation. The left ventricular lead was capped and replaced on (B)(6) 2019 to resolve the issue. Patient was stable post procedure.